Event description:
Medtronic received a report that the distal end of a pipeline flex with shield technology stent (ped2) did not open. The marksman stent delivery catheter was advanced to the m3 segment with a guidewire, which was then withdrawn. The stent package was unpacked, and it was hydrated with high-pressure drip until five drops of water exited. After the delivery sheath was tightly connected to the marksman hub, the stent was advanced to the m2 segment so that it came out of the stent delivery catheter, and the stent tip was deployed. The stent tip was opened approximately 3 mm, but the stent tip did not fully open. Deployment was continued, but the stent tip remained rod-shaped while deploying to the mid-section, and the mid-section was slightly opened. Multiple attempts to push and pull it with the y-valve locked failed to open. After loosening the y-valve and retrieving the stent and deploying it again, it still could not be opened. The stent tip appeared rough and slightly protruded, and repeated push-pull maneuvers still failed to open. Possible damage to the stent tip braided wire was considered. The stent system was removed, and the stent was removed from the marksman in vitro. Significant resistance was noted proximally, and upon further withdrawal, the pusher rod was pulled out, it was found that the stent had been dislodged, the small wings and the developing coil were broken in the microcatheter, and the stent was also stuck at the hub of the microcatheter. The stent and catheter were replaced with a new ped2 stent and marksman catheter (same lot). After sufficient hydration, the ped2-250-18 stent was deployed. After the tip end was opened at the m2 segment and pulled back to anchor, the stent was deployed. During the deployment process, the stent was opened and adhered to the vessel wall in good condition under fluoroscopic observation. Before reaching the developing point for recovery, final angiography confirmed that the anchoring position, opening and adhesion of the stent tip end were good. The stent was fully deployed, and angiography confirmed that the overall opening and adhesion of the stent were good. The marksman then passed through the stent to retract the delivery system, and the tip of the microguidewire was shaped with a "g" curve. The guidewire was massaged through the microcatheter to remove it. After the anteroposterior and lateral angiography, the stent¿s distal and proximal anchoring distances and wall apposition were confirmed to be satisfactory. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular aneurysm at the bifurcation of the left middle cerebral artery (dimensions not measured). The landing zone arterial diameter was 2.2 mm distally and 1.4 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered (aspirin 100 mg and clopidogrel 75 mg was administered for 3 days). The angiographic result post procedure showed the tumor-bearing artery and distal vessels had unobstructed blood flow. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. Ancillary devices included a 5f navien guidecatheter (model: fx072-115-08mp lot: b773433).

Manufacturer narrative:
Continuation of d10: marksman catheter model: fa-55150-1030 lot: 229431694. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield embolization device and marksman catheter were returned for analysis within a shipping box; within plastic bio-pouch; within an opened pipeline flex shield inner pouch; and within a dispenser coil. The pipeline flex shield pushwire was returned outside the marksman catheter. However, the pipeline flex braid was stuck within catheter hub. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with marksman catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter hub. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield and marksman catheter were confirmed to have resistance in hub as the pipeline flex shield braid was stuck within catheter hub. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the marksman catheter against resistance. However, based on the analysis finding, the pipeline flex shield could not be confirmed to have failure to open at middle section as the missile section of the braid was found to be fully opened and no damage however, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. The marksman catheter is compatible to use with pipeline flex, the patient's vessel tortuosity was moderate, and the catheter was continually flushed with heparanized saline as indicated in the IFU. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to h3: product analysis ¿ as found condition: the pipeline flex shield embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. The pipeline flex shield was returned outside the marksman catheter. However, the pipeline flex shield braid was returned stuck within catheter hub. ¿ damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No damage was found with pads. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from hub and check if the remaining pushwire was returned. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. The broken end was sent out for sem/eds (scanning electron microscopy) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex shield and marksman catheter were confirmed to have resistance and pushwire break/separation. The pipeline flex shield and marksman catheter were found to be damaged. It is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the features observed on the fracture surface is consistent with a rotational overload failure. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the marksman catheter against resistance. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The marksman catheter is compatible to use with pipeline flex , and the patient's vessel tortuosity was minimal. Which eliminates these factors out as potential causes. However, based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal and middle section as the distal end of pipeline flex shield were found fully opened and damaged. In addition, the middle section was found to be opened and no damage. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No significant friction or difficulty was encountered during delivery or positioning. The catheter was flushed according to the IFU during the procedure. The pushwire was not rotated or pulled back at any time. No additional steps or devices were attempted to open the pipeline. The causes of resistance, failure to open, ped2 damage (pli10), and ped2 microguidewire damage (pli30) were not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.